Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy intraperitoneally for chronic renal failure. The patient contacted baxter (B)(4) technical service center and stated that she had been hospitalized due to peritonitis. Information regarding the onset date, outcome, remedial treatment or action taken with dianeal therapy was not reported. The reporter did not provide an assessment of causality.